Event description:
It was reported that there was an air leak from the hose attached to the handpiece. The leak occurred prior to the procedure. There was no patient contact and no reports of adverse consequences.

Manufacturer narrative:
The handpiece was returned to the manufacturer for investigation. According to the quality engineer, the air leak was most likely caused by rough handling that did damage to the hose and housing. The root cause for the failure appears to be a result of the abnormal treatment of the product at the account.